Event description:
It was reported that the pt underwent a surgical procedure on (B)(6) 2008 and mesh was implanted. The pt experienced pain, erosion of internal bodily tissue and other injuries, and has undergone additional surgeries and revisionary procedures. No additional info is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-02490. The same pt is represented in each medwatch.